Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer woke up with a sensor reading of 40mg/dl and threshold suspend alarming. It was reported that the customer's blood glucose was 110mg/dl. No further information provided.